Manufacturer narrative:
A non-sterile unit of enterprise vascular reconstruction device and delivery system was received coiled inside of a plastic bag. The delivery wire was received inside of its coil dispenser. The involved stent was received deployed. During visual analysis it was found that the delivery wire was fractured at the distal tip end, and the other section of the fracture was not received for analysis. Also, a kink condition was found at 1 cm and 1.5 cm from distal end. No other anomalies were found. Functional testing could not be performed since the delivery wire was received fractured. The fractured delivery wire was analyzed under sem analysis, and results showed that the wire presented evidence of corrosion at the fracture section. It cannot be conclusively determined how the corrosion occurred. No other anomalies were found during analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10350899. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The report by the customer as resistance between the enterprise and the microcatheter could not be evaluated, since functional testing could not be performed due to damages observed in the device (fracture of the delivery wire). The cause of the resistance could not be determined; however, procedural/handling factors may have contributed to the event reported. Additional analysis was performed by lake region, with additional investigation by codman cnv, and it was concluded that prolonged exposure to corrosive saline solution and blood was the most likely cause of the corrosion found. Historically, the time the specimen is exposed to the corrosive blood and saline is from 1 to 20 weeks (the time from of the clinical event to the device being analyzed in the failure analysis laboratory). Since there was no damage reported by the customer while in the clinical setting and immediately following the clinical event, the corrosion presented by the returned specimen were most likely post-procedural. An internal investigation was opened to address this issue.

Event description:
The enterprise stent (enf452812/10350899) was impeded in the body of the prowler select plus 45 microcatheter (details unknown). Only the stent was removed and was changed to a new one (details unknown). There were no damages noted on the stent after use. The same microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. The target vessel was ica which was tortuous and level of calcification was unknown. Product analysis revealed that the distal wire was fractured/separated.